Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Depuy synthes spine does not use therapy dates as required and as a result, today's date has been filed. Remains implanted.

Event description:
It was reported that a exepdium unitized set screw was found to be loosened post-operatively in (B)(6) 2011 which was confirmed by x-ray. No revision surgery was planned. Solid fusion was observed on a CT scan in 2012.

Manufacturer narrative:
A device history record (DHR) analysis could not be performed because the lot number is unknown. Review of complaints found no significant trends. The root cause for the set screw loosening cannot be positively identified. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required.